Manufacturer narrative:
Additional information received via email on 08-oct-2021 and attached to complaint: issue occur during testing, no patient involved. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Pump passed all functional tests and there were no errors in the event history log. No faults found with the device. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited error code 46181. No adverse effects reported.